Manufacturer narrative:
The explanted product was not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (model and serial number unknown) had developed an infection. The decision was made to explant the pacing system; however, the patient passed away during the procedure.